Manufacturer narrative:
Describe event or problem: the referenced history of pseudomonas infection was reported in MFR. Report #2916596-2018-03247 and 2916596-2018-05246. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019 the patient presented to the emergency room (ER) with complaints of 3 days of diffuse abdominal pain, nausea, vomiting, watery brown non-bloody diarrhea, fever, cough and diaphoresis. The patient has a history of chronic pseudomonas drive line infection and pseudomonas aeruginosa bloodstream infection and on oral ciprofloxacin. Additional information reported that this is an ongoing event and treatments included hospitalization, changes to medication and parenteral antibiotics. Plan of care by the infectious disease team is to manage symptoms and administer cipro 750mg by mouth twice a day. No additional information reported.